Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported the epidural was being used for labor and delivery. During removal of the catheter, the midwife had the pt sit up and lean over. Some resistance was met so the midwife left the catheter alone. It was not taped. She then came back some time later and again attempted to remove the catheter. It was removed without any resistance, however, the black tip separated and stayed in the pt. An x-ray was performed and the doctor decided to leave the tip in the pt. There were no pt complications reported.